Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. At this time, no new device has been implanted. No additional patient adverse effects were reported.